Event description:
A malfunction alarm was reported with the pump displaying malfunction code malf 0, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to put the pump into storage mode prior to returning it, and a replacement pump was sent to the customer by technical support.